Manufacturer narrative:
Bleeding is a known potential adverse event and is documented in the device labelling.

Event description:
50-year-old female experienced bilateral epistaxis after posterior nasal nerve (pnn) ablation with neuromark device 20 days post procedure. Required surgical intervention - bilateral spa ligation was completed.